Event description:
The customer reported that her blood glucose was 420 mg/dl and then 30 minutes later the pdm read high (>500 mg/dl). The customer then noticed that the cannula had dislodged from the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.